Manufacturer narrative:
Method: visual inspection. Results: the device was confirmed to have a fractured tip upon visual inspection. A materials analysis concluded that the tip fractured as a result of fatigue through multiple fracture origins. Conclusion: the plausible root cause of the reported event is a user applied overload which occurred over multiple uses.

Event description:
Surgeon was inserting a screw through the all in one guide inserter when the flexible screwdriver broke. He used another screwdriver to insert that screw.

Event description:
Surgeon was inserting a screw through the all in one guide inserter when the flexible screwdriver broke. He used another screwdriver to insert that screw.

Manufacturer narrative:
Method: device history review; visual inspection; functional inspection; complaint history review; risk assessment results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. It was reported that this device has been used about 100 times. It was also reported that the surgery was being performed on l5-s1 and that the angle was difficult. The driver was bent approximately 45 degrees at the time of fracture. Materials analysis concluded that tip fractures result from fatigue through multiple fracture origins. The IFU for anchor l states instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, and disposal attention. Instruments must be examined for wear or damage prior to surgery. Conclusion: the plausible root cause of the reported event is a user applied overload which occurred over multiple uses.